Manufacturer narrative:
Provided correct lot number and device manufacture date.

Manufacturer narrative:
Patient information is not available at this time. The device manufacture date is unavailable at this time. A new ostium seeker has been sent to the site for issue resolution. The suspect ostium seeker has not been returned for further investigation.

Event description:
A medtronic representative reported that the ostium seeker became bent during a functional endoscopic sinus surgery, after registration/verification/use. They noticed the probe was bent while still performing the surgery because the navigation system didn't recognize/verify the instrument after it became bent. The surgery continued and was completed with navigation. No reported impact on patient outcome.

Manufacturer narrative:
Patient information now provided. Suspect probe returned for analysis. The ostium seeker verified. There was no physical damage visible on the instrument. Navigation and accuracy were within specification. Probe is fully functional, unable to duplicate reported event.